Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the packaging returned in the bag in the rpa lab. During visual inspection of the lead, there was no evidence of foreign material (fuzz) on the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that fuzz was found on the right atrial (ra) lead when opened. This ra lead was never used. A new ra lead was implanted. No patient complications have been reported as a result of this event.